Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized after being involved in a car accident on (B)(6) 2016 with a blood glucose level of 36 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer states that the insulin pump would sometimes shut off by itself. The customer was assisted with reviewing the settings on the device but declined to troubleshoot the issue. The customer stated that they will call back if the issue persisted.